Event description:
The facility rep reported a pump observed to have failed to infuse during pt care. No pt injury or medical intervention was reported. Although baxter attempted to obtain info, details were not available regarding add'l contact info.

Manufacturer narrative:
The device has been returned to baxter healthcare. A follow up report will be submitted should the results become available.